Manufacturer narrative:
Trigger lock.

Event description:
It was reported by the service report that the break away head section would not lock into place due to a broken trigger lock. No pt involvement or adverse consequences are reported.